Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report: 3006705815-2017-01088. It was reported the patient suffered a dural puncture during the placing of the coude needle. The physician decided to proceed with implanting the leads and intra-op testing was successful. The patient was experiencing a mild headache following the procedure and was instructed to rest for the next day or so. Follow up information identified the patient¿s headache resolved over the course of a couple days with no intervention needed.